Manufacturer narrative:
Getinge became aware of an issue with 46-series washer disinfector. As it was stated the insulation cotton material near the cavity heating wire has been overheated. So far, we have not been informed about any serious injury as a consequence of reported issue, however we decided to report the issue in abundance of caution and based on the potential for serious injury if the situation was to reoccur. Trend review of customer product complaints with the same issue involved on 46-series devices reported within the last 5 years was performed but did not provide any signals that triggered further scrutiny. When the incident occurred, the product was directly involved. The device did not meet its specification. The device was not being used for treatment or diagnosis of the patient. Affected device was serviced and repaired by a third-party organization and getinge has not been able to require the service records for the device. Due to lack of maintenance of the device, the contactor for the heating elements has failed causing the heating element to always keep warming, which finally resulted in overheating the insulation of the unit. Based on the information collected, two issues have contributed to the issue and the most probable root causes are: 1.third-party service: someone else outside of getinge has manipulated the product and performed inappropriate maintenance or repair work. 2.component failure. Supplied component failed most probably due to lack of maintenance of the device. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On july 1st, 2024, getinge became aware of an issue with 46-series washer disinfector. As it was stated the insulation cotton material near the cavity heating wire has been overheated. So far, we have not been informed about any serious injury as a consequence of reported issue; however, we decided to report the issue in abundance of caution and based on the potential for serious injury if the situation was to reoccur.